Manufacturer narrative:
Correction: the patient¿s ethnicity was previously reported to the FDA to be not hispanic/latino. The correct ethnicity is hispanic/latino. On 04-jun-2024, mentor received additional information about the event: it was previously reported that the patient had unspecified mentor gel breast prostheses. It was reported that the patient actually had unspecified mentor saline breast prostheses. Both of the patient¿s breast prostheses deflated post implantation. Bilateral deflation was diagnosed by a healthcare professional. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-07429 for the report for the patient¿s right breast prosthesis. The patient developed baker grade IV capsular contracture in both of her breasts post implantation. The patient developed a mass on her left breast that was biopsied. Pathology results were not provided. The patient underwent bilateral explantation and replacement with allergan natrelle saline breast prostheses on (B)(6) 2024. Reason for device explant and/or reoperation: breast prosthesis deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-jun-2024, mentor received additional information about the identity of the suspect medical device. It is a is a mentor smooth round moderate profile 475cc saline breast prosthesis, catalog #3501680, lot #6757625, UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. Additionally, the patient developed capsular contracture (baker grade unknown) in her left breast post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08-may-2024, mentor received additional information about the event. The patient¿s race is white and her race is not hispanic/latino. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-jul-2024, the mentor failure analysis lab received the device for evaluation. On 16-jul-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. In addition, the patient developed a breast mass that was biopsied. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were noted on the anterior view measuring 0.1 cm for both tears. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).